Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was analyzed and the reported failure was confirmed. The tip cover was found to have tearing at the mouth. Tears are axially aligned with the tip cover and measure approximately 0.222¿ in length. There were no signs of thermal damage present at the end of any tears. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting cracked tip cover of monopolar curved scissors (mcs) tip , an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, the monopolar curved scissors (mcs) tip was cracked. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: during the procedure, the insulation covering on the monopolar scissors was noted to be cracked. Once this was noticed, the instrument was immediately removed from the patient. The insulation covering was removed from the scissors. It did not have any fragments missing. A new cover was opened and applied to the same scissor instrument and the procedure was resumed. The cracked cover was then set aside in order to alert the company. Once inspected, it was noted to be a crack in the covering without any missing pieces.